Event description:
Intubation with the percutaneous tracheostomy tube was difficult requiring three attempts. Sometime after placement, the pt's inspiratory pressure was noted as being too high. Viewing through a bronchoscope, the tracheostomy tube was repostioned and there were no further difficulties.